Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) lead exhibited high thresholds. Oversensing of p waves were also noted on the ra lead. The right ventricular (rv) lead exhibited undefined high impedance, non capture, high thresholds, short v-v intervals, intermittent undersensing and possible noise. No patient complications have been reported as a result of this event.